Event description:
Additional information received reported the patient¿s revision had not been scheduled. The patient had extreme sickness due to antibiotics that caused them abrupt and often movement.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a shocking or jolting sensation. It was noted that palpitation was done on the implant to see if that changed stimulation and it did not. It was also noted that they were almost certain that there was not fluid in the header block. Impedances were reportedly run. It was reported that the patient was using one program with 8 active electrodes and the therapy impedance was 131 ohms. It was not known if there were any historical impedances to fall back on but a manufacturer representative had tried reprogramming the device and there was still pocket stimulation. It was again noted that the health care provider (hcp) was adamant that there was no fluid in the header block. The manufacturer representative reportedly ran electrode pairs and only one was really close to low impedances at 6 and 11 at 404 ohms. It was noted that they tried reprogramming simple bi-poles on each individual lead and the patient was still getting pocket stimulation. It was then reported that there was an infection. The patient reportedly had an infection post-implant which was unrelated to the system. It was noted that it was from medication and had something to do with the patient¿s stomach. It was then noted that the patient was in the emergency room for the infection. Their health care provider (hcp) reportedly went to check on the system and said everything was fine. The patient went home and their husband turned on the stimulation and it gave them a ¿huge¿ surge in their legs. The patient reportedly had the device turned off because they were afraid of the surging. It was later reported that there was stimulation in the wrong location. It was noted that the patient lost stimulation therapy about one week prior to the report and the patient was only feeling stimulation in the pocket. It was reported that impedances were normal and reprogramming had not resolved the issue. It was noted that the therapy change was sudden. It was later reported that the patient had an x-ray and the lead had come completely out of the epidural space. It was noted that the patient would be scheduled for a revision of the leads.